Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse identified that the e200 present node was disabled. Fse enabled it, reprogrammed the system, and performed a power cycle. After confirming the node remained enabled, a system test drive was completed. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause of customer reported issue is attributed to the e200 present node being disabled in the system configuration. It can be resolved by enabling the e200 node in the system.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) for phone assistance regarding the e-200 not working, with a system message indicating to turn the generator on. The customer attempted troubleshooting steps such as swapping energy ports, changing cords, and power cycling the vision side cart (vsc), but the reported issue persisted. The customer confirmed that cables were connected properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: a backup vision side cart was used to complete the surgical procedure.